Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13931. It was reported that the patient presented in clinic. Device interrogation revealed noise and low impedance on the atrial lead and noise oversensing on the right ventricular lead that caused inhibition of pacing. No intervention was performed. Patient was stable and would be monitored.

Event description:
New information noted continued lead noise. The patient was stable.